Manufacturer narrative:
The perm-loss of therapy/no therapy questionnaire was reviewed for potential causes of the reported issue. Based on this review, no attempts to reprogram the waa and inadequate fixation have been ruled out as potential causes of the reported issue. The patient was admitted to the hospital due to swelling and it was determined the patient's body was rejecting the lead. The patient does not have contraindicating conditions; the cause of the lead rejection is unknown. A representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is unknown. Therefore, conclusion has been selected as no problem/fault found. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in loss of therapy/no therapy issues. Loss of therapy/no therapy issue rates remain acceptably low; thus, CAPA is not required. Loss of therapy/no therapy issue rates will continue to be tracked and trended.

Event description:
The patient reported swelling and was admitted to the hospital. No infection was present and an explant procedure was performed on (B)(6) 2023. The patient is doing better and no further issues have been reported.

Event description:
The patient reported swelling and was admitted to the hospital. No infection was present and an explant procedure was performed on (B)(6) 2023. The patient is doing better and no further issues have been reported.

Manufacturer narrative:
The perm-loss of therapy/no therapy questionnaire was reviewed for potential causes of the reported issue. Based on this review, no attempts to reprogram the waa and inadequate fixation have been ruled out as potential causes of the reported issue. The patient was admitted to the hospital due to swelling and it was determined the patient's body was rejecting the lead. The patient does not have contraindicating conditions; the cause of the lead rejection is unknown. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the swelling was due to the patient's body rejecting the lead. However, the cause of the patient's body rejecting the lead is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in loss of therapy/no therapy issues. Loss of therapy/no therapy issue rates remain acceptably low; thus, CAPA is not required. Loss of therapy/no therapy issue rates will continue to be tracked and trended. Updated per FDA CAPA-2023-0013 correction 2.